Event description:
The affiliate reported a customer with hydrogen peroxide contact. While removing items from a completed cycle, the customer had contact with residual moisture on a tyvec pouch and the instrument inside. The customer did not seek medical attention or require treatment for the contact.